Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the patient underwent a primary right l4-l5 spinal root decompression. Twelve days later the patient presented with nocturnal right buttock pain which was moderate in intensity. The patient was prescribed medrol and vicodin. Bedrest was also ordered. The event resolved with treatment in 4/99. The investigator classified this event as unrelated to adcon-l and considered it an idiosyncratic effect.